Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that the lifevest was irritating her skin. During a follow up on (B)(6) 2015 the patient reported that her doctor prescribed a cream for the irritation and it was improving.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.